Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore the condition of the components is unknown. Photographs were provided for the explanted bearing which shows blood stains however, detailed evaluation is not possible. Device history record (DHR) was reviewed and no discrepancies were found. Medical records provided were not clear and were incomplete. X-rays were provided; however, they were not sent for further evaluation. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a knee revision and subsequently, the poly was revised again two months later to increase stability. No additional information.